Manufacturer narrative:
Product complaint # (B)(4). Batch # p56j83. Device evaluation: the analysis results found that a sr75 reload was received with both gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: can you please clarify, how was the sr75 "stocked so he has to remove it"? What does "stocked" mean? Was the reload not able to be fired (meaning no cut line or staple line was delivered)? Or was the reload stuck in the device jaws? Please provide further event detail.

Event description:
It was reported that during a hepatectomy, sr75 was stocked so he has to remove it. There were no patient consequences reported.